Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion containing less than 90 degrees bend was located in the severely tortuous and severely calcified right coronary artery, a 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure the stent strut was lifted. The procedure was completed with a non-boston scientific device. There were no patient injuries reported.